Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not duplicate the error message reported. The device was evaluated using olympus¿ test equipment. A visual inspection was performed and found the teflon pad had normal wear, no metal exposed. The distal end of the device was inspected and found a crack on the probe. The root cause for the failed probe check is most likely due to the probe coming into contact with a hard or metallic surface during activation which caused it to crack. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." Additionally, the generator produces an error warning to perform a probe check (u504) in an effort to prevent probe breakage from occurring. If the user ignores this error code and continues to use the device, there is a high likelihood of the probe breaking.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) an error message (u508) was displayed (seal & cut short circuit error code). The user facility reported that there were no damages noted on the probe or teflon pad. There was no metal exposed. They replaced the handpiece and they were able to finish out the procedure. It was reported that the patient bled more due to the failing hand piece. The patient was in good condition after the procedure.